Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged above the cusps and no longer functioned. The valve was snared up and a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.